Event description:
Vague report received from baxter germany stating the device leaked during patient use. Report indicates that device was filled with 5fu however "no contamination of the patient nor any other person". Reporter states no patient injury occurred and no medical intervention was required.